Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing discovered that the bios boot sequence on the system was changed to seek a floppy disk at the first stage. Being unable to pass this portion, the system would not pass the initial prompt. The settings were then reconfigured and the imaging system then passed the system checkout and was found to be fully functional. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that when attempting to start the imaging system. An error message appeared on the pendant while the viewing station booted normally. Initial troubleshooting included restarting the system, the unplugging the viewing station from the imaging system and attempting to start it. Neither method resolved the reported incident. There was no patient present when this issue was identified.